Event description:
It was reported that a (B)(6) pt with multiple myeloma underwent a kyphoplasty procedure on levels t10, t11 and t12. Four days postoperatively, an x-ray showed cement extravasation inferior to level t12. There were no pt complications. No additional info was reported.

Manufacturer narrative:
Method - device not returned, follow up with rep.